Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. The customer's weight was not provided. The customer indicated that the event occurred in (B)(6) 2019. As the exact event date was not provided, event date was captured as (B)(6) 2019.

Event description:
An advocate reported that there was a difference of 50 mg/dl between the blood glucose readings obtained within 10 minutes on the customer's contour next link 2.4 meter and doctor's meter. No specific readings were provided. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. Replacement meter, test strips and control solution were sent to the customer. Since the event was from (B)(6) 2019 and the customer had opened a different bottle of test strips on (B)(6) 2019, the strip information provided by the customer is not applicable for this event and the report will be submitted under the meter information.

Manufacturer narrative:
The customer retuned the suspected contour next link 2.4 meter and contour next control solution. No test strips were returned for evaluation. An in-house testing was performed using the returned meter with in-house contour next test strips and returned control solution, which gave satisfactory performance. The testing was also performed using the returned meter and in-house test strips with blood, which gave satisfactory performance.